Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection: the microscope revealed wear and tear on the tip. Also, the microscope revealed melted sheath residue on the tip and shrink tubing. The melted sheath was received with the probe. The probable root causes for the reported failure involving this device could be due to 1) the electrosurgical probe is not in contact with tissue, 2) the electrosurgical probe is activated while irrigating or aspirating fluid, 3) the electrosurgical probe is activated while there is irrigation fluid in the cannula, 4) the electrosurgical probe was improperly assembled to the suction irrigator, or 5) generator power set too high. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the outer sheath of the probe melted during the procedure.

Event description:
It was reported that the outer sheath of the probe melted during the procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.